Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that it happened several times and it erased information on the pump. Customer also stated that it was asking to rewind the pump.